Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead caused inappropriate therapy due to electromagnetic interference. As well, it was noted that several lead integrity alerts (lia) were triggered in the past due to oversensing, noise and variable impedance. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.